Event description:
A nurse manager reported following an intraocular lens (iol) implant procedure, the patient experienced blurriness and it was not corrected with glasses. The lens was explanted and replaced with toric monofocal lens in a secondary procedure. The clinical reason for the explant was poor vision quality. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).